Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Results: (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, diopter unknown, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted a couple of hours later due to excessive vaulting and significant reduction of irido-corneal angles. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found the lens to have no visible damage. Dimensional inspection found the lens was within specification. (B)(4).